Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed nurse from (B)(6) of an intestinal disorder and bacterial peritonitis in a patient coincident with extraneal viaflex and physioneal unknown therapies for ambulatory peritoneal dialysis (apd). On (B)(6) 2012, the patient's therapy changed to extraneal viaflex for continuous ambulatory peritoneal dialysis (capd) and physioneal unknown for capd. On (B)(6) 2012, the pd catheter was removed, extraneal viaflex and physioneal unknown therapies were temporarily withdrawn and the patient was started on hemodialysis. On an unreported date, the patient experienced an intestinal disorder. On (B)(6) 2012, the patient experienced peritonitis manifested as cloudy effluent and abdominal pain. On (B)(6) 2012, the patient began treatment with cefazolin and ceftazidime. At the time of reporting, treatment with cefazolin and ceftazidime continued. On an unreported date the patient recovered from the event of bacterial peritonitis. The outcome of the intestinal disorder was not reported. The reporter stated the peritonitis was not related to pd solution. An opinion of causality was not reported for the event of intestinal disorder.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4).the devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.